Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Protocol #: den170015. Occupation: non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The returned catheters did not appear to contain powder. The device was not tested as returned since the device was already deactivated. The co2 cartridge was removed for inspection and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed once then stopped. A second functional test was attempted, however the lance inside the regulator rotated at this time and no further functional testing could be conducted. The device was disassembled and the tubes were disconnected for removal of powder. No clumps of powder or obstructions were found in the tube between the powder chamber and on/off valve or in the tube between the powder chamber and the regulator. Visual and physical inspections of the cannula and hole in the bottom of the powder chamber showed the cannula and diffuser chamber openings to be clear. The clearances of the internal tubes and powder chamber components were checked with pin gauges and found to be conforming. The regulator was disassembled as much as possible and all components were present. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an educational in-service session, the cook sales representative was demonstrating a cook hemospray endoscopic hemostat. With a new hemospray, the nurse first pressed [the button] and powder was released in the usual way. When she tried the second time, it did not work anymore. The cook sales representative checked and tried to spray again, but no more powder was released. This occurred during a product demonstration; there was no impact to the patient.